Manufacturer narrative:
The following information was inadvertently omitted in the 3500a initial medwatch report submitted to FDA 7/20/2019. Patient code 3191 (no code available) used for the surgical intervention used to represent the permanent pacemaker implantation required. Patient code 2627 (complete heart block) used to represent the heart block av. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30202511l number, and no internal action related to the complaint was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered complete heart block av (atrioventricular) requiring pacemaker implantation. After ablated the left ventricular aortic cusp at 30 watts, the patient developed complete heart block av. Reminder of the procedure was aborted. A permanent dual chamber pacemaker was implanted to resolve the issue. The patient was reported in stable condition. Extended hospitalization was not required. Patient¿s outcome is unchanged, the av node had not recovered, and the patient is being paced by pacemaker. Physician¿s opinion regarding the cause of the adverse event is that it was patient¿s anatomy related. No bwi product malfunctions were reported.